Event description:
It was reported that during a surgery, the tip of the marker broke. The broken tip was removed from the patient. The bone quality was hard and the surgeon hit the marker into the bone by the hammer.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: tip fracture was confirmed via visual inspection. No relevant manufacturing issues were identified as all units met specifications conclusion: a definite root cause could not be determined conclusively.

Event description:
It was reported that during a surgery, the tip of the marker broke. The broken tip was removed from the patient. The bone quality was hard and the surgeon hit the marker into the bone by the hammer.